Event description:
The customer reported a motor error alarm while priming. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to a faulty force sensor.